Manufacturer narrative:
It was reported that the foley catheter was placed (B)(6) 2018 at 10:00 am and was noted to be out on the same day approximately at 03:00 pm, after the nurse noted that the balloon was no longer inflated. Per report, the foley catheter was used to provide a method of re-infusing high ostomy output into a lower mucous fistula (to maintain the patency, function and encourage maturation of the distal bowel, refeeding of stoma losses from a high ostomy into a lower mucous fistula may be considered). Reportedly, the balloon was tested for inflation using air (not saline) prior to insertion with no issues. Upon insertion to the patient, air (not saline) approximately 1.5-2 ml was used to inflate the balloon and surgeon "tugged" on catheter after placement to verify securement. It was reported that the following day after the incident, the surgeon reinserted a new foley catheter and the patient is doing well right now. There was no serious injury reported related to the incident. The facility stated that this is an off-label use of the foley catheter. The sample was returned for evaluation and the reported issue was confirmed, however this was off label use. The foley catheter performed properly when used as intended. Due to the reported incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the foley catheter balloon, which was filled with air, would not hold inflation while in the patient.